Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the thr the surgeon discover a small metal button on the patient reflected in the x ray, after further analysis of intra-op xrays he discover that this metal button was inside the insertion hole of the stem and after the implantation the button came out and now its on the articulation of the patient after 5 months. Patient consequence? :yes. Patient consequence description:now the patient have a metal button of unknown origin in his hip articulation and without knowing the possible causes in the performance and longevity of the new articulation, and even if can have impact on a possible revision surgery. Action taken for procedure:no, discovered after the procedure. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
No device was received. The x-rays were reviewed and confirmed the presence of a foreign body in the patient by the stem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.